Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. . Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned product identified that tip was fractured on both the threaded pin. Per sem, review of the fracture surface indicates torsional overload. Eds analysis of the threaded pin determined the material to be consistent with 316l stainless steel alloy. Note that the high carbon content is likely due to surface contamination. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was further reported due to the event that a delay in procedure of approximately forty-five minutes occurred.

Manufacturer narrative:
(B)(4). Report source: (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-02234. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Product not returned.

Event description:
It was reported that the instrument fractured and a piece was retained by the patient.